Manufacturer narrative:
On 01/28/2025 could not confirm customer¿s complaint that the device had an in accurate over delivery. Device passed self-test with no error alarms. Device failed volume accuracy performance verification test (pvt). Device was programmed to run a protocol of 200 ml/hr. On both line a and line b in piggyback mode. Device only delivered 16.19 ml of fluid. Device in fact under delivered by 3.81 ml. Probable cause for customer¿s complaint of the device over delivery was not found. During testing it was found that the device inaccurately under delivers. Device failed the volume accuracy pvt test. Device was supposed to deliver 20 ml of fluid with a +/- 1 ml. Fluid tolerance. Device delivered 16.19 ml of fluid. No repairs were conducted at this time. Device did not have a billable p.o. Number. Reached out customer service to obtain a billable p.o. Number for repairs. Customer did not response in a timely manner with a billable p.o. Number. Device action has been changed to a.o. Device will not be repaired and will be sent back to the customer as is, with caution do not use tag. Device will not be recertified for use due to failing the volume accuracy pvt test. Mostly likely probable cause is the mechanism is out of calibration / defective worn plunger motor assembly. During inspection, the fluid shield, cassette door peripheral cover, and rear enclosure to be damaged. Verified discrepancies through visual inspection. No repairs were conducted at this time. Devie action has been changed to a.o. Probable cause is physical damage consistent with normal wear and tear.

Event description:
It was reported in regard to a plum 360 the customer set the pump to deliver 0.3ml per hour but instead it delivered 90ml per hour. There was patient involvement, no adverse event and unknown delay in therapy.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.